Manufacturer narrative:
On 10/28/2014, follow up: customer reported changing insulin to novolog and blood glucose level has been "fine". The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. Reportedly, customer's blood glucose level was impacted (high).